Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a scan and plan case from levels l3-l5. It was reported that the surgeon revised the initial plan to make the screws on the right more medial. They were informed that if the screws are placed on the outer aspect of the facet, they were more likely to skive. All 3 screws on the right side were skived laterally of the pedicle. The surgeon took out all 3 screws and did a unilateral fusion on the left side. There was no impact to patient's outcome and there was no surgical delay. Additional information was received. It was reported that screws deviated between 3.5 and 10 millimeters (mm).